Event description:
Country of complaint: (B)(6). Thread detached from needle very easily.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 4 unopened pouches and 1 pouch with second packaging open, inner packaging closed. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Tested the needle attachment of the samples received; one of the samples displayed needle attachment values that are not within OEM specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.